Manufacturer narrative:
Serious injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date. Lot/serial number not provided.

Event description:
It was reported that the patient was admitted to the hospital due to pump alarming while in use. No patient injury was reported.

Manufacturer narrative:
Other, other text: no product was returned. A probable cause was unable to be determined as no product was returned and due to the limited information provided. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted.